Event description:
It was reported to tyco/kendall healthcare on 10/24/01 that a mahurkar catheter separated at the hub after a very confused pt pulled on it and sanguinated. Resuscitation unsuccessful. The pt removed a previous catheter two days prior.